Manufacturer narrative:
If additional information is received a supplemental report will be submitted.

Event description:
It was reported that the patient with this implantable cardioverter defibrillator experienced a fast ventricular tachycardia flutter. Anti-tachycardia pacing and two shocks were provided. Technical services noted the therapy did not terminate the patient's rhythm rather, it slowed down and ended on it's own. The device remains in service. No adverse patient effects were reported.